Manufacturer narrative:
D9 / h3 updated with product return information. The reported event could be confirmed, since the received cable plug is deformed as complained. The device inspection revealed the following: the inspection has shown that the cable plug is expanded. There is a deep scratch on one side of the slot visible. The edges that hold the plug in the plate are on both sides intact. Next to the deep scratch are also strong stress marks at the edge on the same side of the slot visible. These marks indicate that the cable slipped out from the plug on this side. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided information the exact root cause of this occurrence can not be defined, for this all involved devices and x-rays would be needed. However, based on investigation findings of the returned parts, the root cause was attributed to a user related issue. The visible damages at one side of the plug slot indicate that the cable slipped out from the plug on this side. This finding and the above described intact edges are an indication that the plug was inserted in an oblong hole instead of an universal hole. Due to this the lateral fixation of the plug was not given and the cable could slip out and lead to the deformation/expanding of the plug. In this relation the operative technique the following statement can be pointed out: ¿[when used with the broad or narrow axsos 3 titanium waisted compression plates, only use the cable plug in the universal holes and not oblong compression holes of the plates.]" [Original statement] if more information is provided, the case will be reassessed.

Event description:
The customer reported to sales rep that : " on (B)(6), the surgeon placed 2 dall-miles 6704-0-510, 3 plugs 661002s and an axsos titanium plate 627573s on a total hip prosthetic fracture. On (B)(6), the patient was taken back: the plugs were not adapted: broken? Or open? " sales rep said : "an incident following an axsos plate installation with dall miles plugs and strapping cables. The plugs are deformed and the cable broke." Additional information: the dall-miles cable did not break, but was intentionally cut by the surgeon during removal.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported to sales rep that : " on (B)(6) the surgeon placed 2 dall-miles 6704-0-510, 3 plugs 661002s and an axsos titanium plate 627573s on a total hip prosthetic fracture. On (B)(6) the patient was taken back: the plugs were not adapted: broken? Or open? " sales rep said : "an incident following an axsos plate installation with dall miles plugs and strapping cables. The plugs are deformed and the cable broke." Additional information: the dall-miles cable did not break, but was intentionally cut by the surgeon during removal.